Event description:
Pump declared a cartridge change error, prompting intervention. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to address the issue, which involved inspecting and cleaning components of the pump and reattaching the cartridge. This allowed the customer to complete the load process successfully and resume insulin delivery.